Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer was to follow up with their healthcare provider in order to obtain backup method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.